Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1600563 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
After attaching the clips with the jaw by operating the handle, the jaw did not open so the clips were not correctly attached to the vessel. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for. Other remarks: the sample that was returned. The reported complaint of "jaw did not open/clips not attaching" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as the remaining clip was able to properly load into the jaws and close with no issues. The device was received with 1 clips remaining in the channel indicating that the end user fired 14 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
After attaching the clips with the jaw by operating the handle, the jaw did not open so the clips were not correctly attached to the vessel. There was no patient injury.